Manufacturer narrative:
A2. Reported patient age is representative of the mean age of all patients included in the study group. A3. Reported patient sex is representative of the majority (5/9) patients included in the study group. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Madjidyar, j., keller, e., winklhofer, s., toth, d., barnaure, I., schubert, t., thurner, p., fierstra, j., willms, j. F., regli, l., & kulcsar, z. (2023). Single-antiplatelet regimen in ruptured cerebral blood blister and dissecting aneurysms treated with f low-diverter stent reconstruction. Journal of neurointerventional surgery, 15(10), 953¿957. Https://doi.org/10.1136/jnis-2022-019361. Medtronic review of the literature article found a single-center case series of nine patients treated for ruptured blood blister aneurysms (bba) or dissecting aneurysms with associated subarachnoid hemorrhage (sah) using pipeline flex with shield technology flow diversion stents from 2019 to 2022. The cases were off-label use for the pipeline embolization devices due to use of single antiplatelet treatment as dual antiplatelet treatment is recommended per the instructions for use (IFU). Furthermore, per the IFU, the pipeline¿ flex embolization device with shield technology¿ should not be used alone as sole therapy for acutely ruptured aneurysms. The purpose of the article was to investigate the efficacy of a single antiplatelet regimen to prevent antiplatelet treatment related hemorrhagic complications. All pipelines were implanted without procedural adverse events and no device malfunction was reported in the article. Two patients also had coil embolization in additional to the stent implantation. One patient had two pipelines implanted telescoping implanted in the initial procedure for fully affective reconstruction of the carotid segment. It should be noted that the phenom 27 microcatheter was used in the flow diversion stenting procedures. One patient death was reported: patient 7 was treated for a fusiform dissection aneurysm of the right vertebral artery and suffered a lethal re-rupture six days after the index procedure. The following non-lethal adverse events were reported: in patient 3, a second pipeline was implanted 14 days after the initial treatment procedure due to increasing size of the aneurysm. Three patients had new neurological disability reported during follow-up. Two patients had a new moderate disability (mrs 3 at 6¿10 months) and one patient had a new moderately severe disability (mrs 4 at 3 months). The cause of the new neurological deficit was not specified in the article. Two patients were reported to have subtotal aneurysm occlusion at 3 and 6 months with no later follow up available and no additional treatment, intervention, or associated symptoms reported in the article.